Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: dislodged stent requiring surgical intervention. Device issue: dislodged stent. It was reported that while putting the stent delivery system (sds) in the pt, the stent came off of the balloon. It was stuck on the outside of the guiding catheter (unk manufacturer) in the pt. The pt went to surgery and the stent was removed. The pt did well. No additional event or pt information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation-stent dislodgement can be influenced by many factors. Based on the case information provided, the stent was stuck on the tip of the guiding catheter inside the pt. This is most consistent with that which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device; however, this cannot be confirmed. In this case, with the information provided and without the sds to examine, a conclusive root cause cannot be determined for the reported difficulties.